Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a dental implant placement procedure, while suturing gum tissue using a continuous suturing technique, both the needle and the suture thread broke after the 5th¿6th stitch. The suture had been treated with normal saline prior to use and was used immediately after being opened. To resolve the issue, the clinician replaced the suture. No patient complications have been reported as a result of this event.